Event description:
While wearing the external equipment, it was observed that the pt experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In december, 2005 the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was not functioning. A decision was made to explant the pt's device. Surgery to explant the pt's c1 device is to be scheduled.